Event description:
Event description: it was reported that the end-user received inaccurately elevated blood pressure (bp) readings. The end-user was instructed to take additional bp medication for elevated blood pressure readings by her physician. The end-user took additional bp medication for the bp readings that were received. No serious injury, additional medical treatment, or follow-up care reported. The sample was returned to the manufacturer for evaluation. The sample inflated and deflated as intended and the blood pressure readings were within normal blood pressure measurements when compared with readings from a control bp monitor. The reported inaccurate elevated bp readings were not reproduced. The reported product issue was not confirmed. A root cause could not be determined. Due the need for medical intervention to treat the inaccurate elevated bp readings, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with customers. 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.